Event description:
It was reported that the patient was diagnosed with exit block. No further information could be provided about the lead. The device reached recommended replacement time (rrt) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement (rrt) in the save to disk on (B)(4) 2012 device rrt was at or below 2.6251 volt. The weekly battery voltage trend data shows minimum battery of 2.628 to 2.608 volts between (B)(4) 2012. There were two patient alerts for low battery voltage on (B)(4) 2012.